Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing appeared to be wrong with it. The instrument would not close while the surgeon attempted to clamp on a vessel or tissue bundle. The issue was related to unsuccessful clip application. After the clip was removed, it would not go back in. The light would not go green. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The instrument was unsuccessful on first attempt. The issue resolved when they used a backup instrument.